Manufacturer narrative:
This supplemental report is submitted to provide information regarding late submission of the initial report. Due to an internal computer system issue at edwards, duplicate submission numbers were generated for a small number of reports and, as a result, those reports were not accepted by the FDA system. Once the problem was understood by edwards, new reports were submitted to replace the reports that were not accepted. As time had elapsed between the initial submissions and the replacement submissions, this report was submitted and other some replacement reports were filed late (beyond the required 30 days of awareness time frame).

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the degeneration, stenosis, and regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in aortic position underwent a valve in valve replacement after an implant duration of three (3) years and six (6) months due to valve degeneration leading a mix of stenosis and regurgitation. A 23mm transcatheter valve was implanted successfully within the existing valve via the transfemoral approach. The patient outcome was noted to be good.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; (B)(4).